Event description:
It was reported that the device does not retain the user default settings. Additional information received indicated that the settings would revert to factory defaults with a power cycle. No patient involvement.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the unit was found to have a defective system board, which would have prevented the unit from being able to retain user defined default values after a power cycle. The system board was replaced with a known, good board and no more anomalies were observed. The device history record (DHR) was reviewed and it was determined that the device met all release criteria. Nothing in the DHR indicates that there was a manufacturing related cause for the reported event.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.